Event description:
On (B)(6), pt noted symptoms of hypoglycemia but when checking value on new nova plus meter, it read 94. However, when checking with previously used meter, value was 49. On (B)(6), pt brought novamax meter into clinic for assessment. During this visit, her blood glucose was checked with her novamax meter and it read 213. The clinic used its own meter and a lab draw to validate. Lab draw revealed bs of 119. The nova max company was contacted and suggested checking the strips with control solution: this showed that the strips were inaccurate. (Out of range reading). Pt reports that the strips were cared for appropriately (eg not left open or in the sun or older than 6 months). Company asserts pts should test the strips with a controlled solution prior to use to ensure reliability. Unclear if both meter and strips are defective.